Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 27-jul-2023. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ak (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for b-hcg cartridge lot a23035.

Manufacturer narrative:
Apoc incident (B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event.

Event description:
On 11-jul-2023, abbott point of care (apoc) was contacted by a customer regarding I-stat b-hcg cartridges that yielded a positive result on a 19 year old female patient. There was no additional patient information at the time of this report. Return product is not available for investigation. Method: I-stat, collected: (B)(6)2023 10:00 , tested: (B)(6)2023 10:27, results: 41.7 iu/l , sample: wb. Method: cobas pro collected: (B)(6)2023 10:00, tested:(B)(6)2023 18:36, results: <0.2 ui/l, sample:serum. I-stat cartridge lot#: a23035. I-stat positive cut-off values: b-hcg = 5.0 iu/l negative. 5.0 < ss-hcg < 25.0 iu/l indeterminate. B-hcg = 25.0 iu/l positive . There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.